Manufacturer narrative:
System analysis/ service repair was performed on april 27, 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on may 09, 2016.

Manufacturer narrative:
System analysis/ service repair was performed on (B)(6) 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on may 09, 2016. Product evaluation: the resonator evaluation was completed on june 07, 2016 and noted no packaging damage on the crate and no external damage on the resonator. The oc optic was noted burnt. The oc optic and desiccant were replaced. The resonator power was re-peaked and a new test report was completed. Probable root cause: based on the fa report, the root cause was determined to be burnt optic in the resonator.

Manufacturer narrative:
System analysis/service repair: the reported system error code was confirmed and determined to be the result of a faulty resonator. The resonator was replaced, detectors set up and calibration performed. The system was tested and verified to specification.

Event description:
It was reported that while using the greenlight laser system during a prostate procedure, an error code 171 occurred at 80w. The system was restarted but the error code 171 again appeared. The procedure was completed using and alternate procedure (turp). There was no patient injury reported.